Event description:
It was reported that when using the bd pyxis¿ es server data was not communicating to the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the data was not communicated to the server. A technical support specialist (tss) had accessed the station to review system records and observed that the station was in manual recovery due to a data mismatch requiring corrective action. The tss followed the approved knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue" reference to complete the manual recovery process, restarted the station, then accessed the server and adjusted the synchronization change tracking chunk size by reducing it, after which the station was confirmed to be operating normally. The system functioned as intended after technical support specialist troubleshot the device.